Event description:
It was reported that device pre-maturely released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. When the closure device was initially deployed, the closure device pre-maturely released from the core wire. The closure device appeared to land in a reasonable position. Angiograms and transesophageal echocardiogram (tee) were performed for inspection and the physician decided no further action was necessary. The patient is reported to be fully recovered and discharged same day.